Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the sfa ,using an antegrade approach, access was gained in the common femoral artery. Reportedly, the pta balloon allegedly was not able to be retracted through the 5fr sheath and subsequently detached inside the sheath. The balloon and sheath were removed together as one unit. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned, however five electronic photos were provided for review. The photos show a segment of the device inserted into the user's introducer sheath with bunching noted to the distal balloon material. The distal tip of the sheath was also noted to be flared. A complete detachment was also noted in the outer catheter shaft proximal to the proximal balloon weld joint. Therefore, based on the photo review, the investigation can be confirmed for the reported retraction issue and catheter detachment. It is possible that the identified retraction issues led to the catheter detachment, if excessive force was applied to the device during removal. However, the definitive root cause for the identified balloon detachment or retraction issue could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Potential adverse reactions: additional intervention

Event description:
It was reported that during an angioplasty procedure in the sfa, using an antegrade approach, access was gained in the common femoral artery. Reportedly, the pta balloon allegedly was not able to be retracted through the 5fr sheath and subsequently detached inside the sheath. The balloon and sheath were removed together as one unit. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.